Event description:
A report was received that the patient had discomfort at the pocket site due to the location as the ipg was implanted too low in the flank. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.